Event description:
A residue that appeared white in color and felt tacky or sticky was noticed on sterile stainless steel instruments coming from tray liners sold by bioseal. Upon further investigation all items that were steam sterilized using this tray liner were noted as having this residue and the point of contact. The heavier the item was the larger the amount of residue.